Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It is reported the system would take a long time to warm up and then would turn off. There was no patient injury or death reported.